Manufacturer narrative:
Unavailable device was not returned for evaluation.

Event description:
Device was used during a laparoscopic cholecystectomy. It was reported the white gasket fell into the pt. A right angle dissector may have been used with the device. The gasket was retrieved from the pt. There was no consequence to the pt.